Event description:
User experiencing low control recovery for digoxin starting (B) (6) 2009. Three samples that were tested prior to the issue were pulled for troubleshooting and retested. The following results from that testing were determined to be discrepant. Initial result on (B) (6) 2009 gave 1.5 ng per ml and was reported. The same sample was repeated on (B) (6) 2009 which gave 0.88 ng per ml. User did not do a correction as they did not know which result, (initial or repeat) was the correct result. Pt was not adversely affected. The field service rep determined the cause to be a defective wash pipette, and replaced the wash pipette assembly, cuvette conveyor belt and syringe tips. To verify analyzer performance, calibration and controls were run and all results were within specification.